Manufacturer narrative:
(B)(4). The device was received for evaluation and is in the process of being evaluated. Visual inspection of the sample identified a crack on the fill port which caused a leak. Initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the unit revealed the cause of the leak was due to a crack on the fill-port. No cause could be determined for this damage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor 5ml/hr leaked from around the fill port. This issue occurred while filling the device. There was no patient involvement. Additional information was requested and is not available.